Manufacturer narrative:
A field service engineer (fse) was dispatched and examined the instrument and determined that the electrolyte injection cup (eic) and the ise drain overflowed due to no vacuum at line #15. Further inspection revealed that line #15 was crimped under the glucose module. The fse re-routed the tubing and verified repair per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking under the modular chemistry (mc) compartment in the unicel dxc 600 pro synchron chemistry analyzer. The customer stated the operator was not wearing gloves and accidentally touched the fluid, which was believed to be reagent or waste. The customer washed hands with water and did not seek medical attention.